Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at proximal end near the main tube and roll gear junction. No signs of thermal damage were observed. The instrument failed the electrical continuity test, confirming a complete break in the wire. The complaint regarding bipolar not working was confirmed by failure analysis. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument would not deliver energy. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: I was not in theatre at the time of procedure. However, it was not reported to me that there was any arcing, nor did a patient experience any adverse events.